Manufacturer narrative:
Device evaluation: visual inspection of the returned device revealed the tip has fractured. Potential cause: this event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a final driver was discovered with a broken tip during surgery. Another driver was used to complete the procedure. There was no reported patient harm or injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for one (1) of one (1) returned virage driver (pn 07.01748.001) for the failure of the fractured tip. Medical records were not provided for review. Device evaluation: the device was not returned there were no product pictures provided. A product evaluation cannot be performed at this time. Potential cause: the root cause was unable to be determined as the product is not returned. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a final driver was discovered with a broken tip during surgery. Another driver was used to complete the procedure. There was no reported patient harm or injury.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a final driver was discovered with a broken tip during surgery. Another driver was used to complete the procedure. There was no reported patient harm or injury.